Event description:
It was reported that customer experienced intermittent minimum fill notifications on pump when loading new cartridges. There was no adverse impact to the customer's blood glucose level. Customer was advised to remove pump case and clean cartridge area during future changes, was educated on proper cartridge filling including air removal, and was instructed to contact support if issues recurred.